Event description:
Customer called to report that the synchron cx3 delta creatinine module erroneously generated one high patient result. The patient was first drawn at 5 a.m., and then again at 8 a.m., after which the discrepant result was discovered. The field service engineer (fse) inspected the instrument and found that the creatinine cup was not draining properly. The fse replaced the reaction cup, the preheater, and the stir motor to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were not reported out of the laboratory; therefore, patient treatment was not affected.

Manufacturer narrative:
The root cause of the issue is attributed to the creatinine cup not draining properly. The issue was resolved with the repairs performed by the field service engineer. Customer has not called back to report any further issues relating to this event. (B)(4).